Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was capped and replaced on (B)(6) 2019 due to an impedance anomaly. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that the patient's lead had exhibited low impedance. It was first noted by the clinic on an unknown date. The patient was stable throughout.